Manufacturer narrative:
Continuation of medical devices: 7121q lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's wife that the patient was having problems with their device and wanted to know if anything showed up in their transmission. The device is still in use. No patient complications have been reported as a result of this event.